Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a photo investigation was completed: the investigation was done based on the supplied image. The image was reviewed and the complaint condition for broken could be confirmed as the image provided shows the reduction head separated from the screw. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: g1: physical manufacturer.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 04.634.002, lot 44p0475: release to warehouse date: february 18, 2020. Supplier: (B)(4). No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the chuck component distal tab edges were deformed. No other breakages or visual damages were observed on the device. The functional test cannot be performed as screw insertion instruments were not returned. During the visual inspection, the chuck component distal tab edges were observed to deformed. But no breakage was observed on the device. Therefore the broken complaint condition cannot be confirmed for the returned device. The dimensional inspection was not performed on relevant features of the collet component, since dimensional specifications are applied prior to slotting, which was no longer the state of this finished component. Further dimensional inspection of the remaining relevant features of the device could not be performed as internal mating components cannot be accessed due to assembled device geometry. The drawing reflecting the current and manufactured revision was reviewed. The overall complaint was confirmed for the received device as the chuck component in the device was damaged. The alleged device interaction/functional issue may be caused due to the damaged chuck component in the complaint device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during a spine procedure the titanium polyaxial head for titanium matrix screws came off or were not applied correctly. There was no surgical delay. The procedure was successfully completed. There was no patient consequence reported. This report is for one (1) ti polyaxial reduction head for ti matrix screws. This is report 3 of 4 for (B)(4).